Event description:
It was reported that the device was found leak in the tube. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged safestep infusion set was confirmed, and the cause appeared to be supplier related. The investigation of the returned 20g safestep infusion set revealed an occlusion consisting of transparent material at the proximal end of the y-site. The transparent material was most likely excess adhesive that was used to bond the extension set tubing to the y-site. Due to the occlusion, the infusion set could not be flushed. An attempt to flush the infusion set revealed no leaks in the returned sample. The returned device appears to be unused and the occlusion was most likely detected when attempting to prime the infusion set prior to use.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asens0018 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was found leak in the tube. No other information was provided.